Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 29-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the irrigation port came away and caused an air leak. The nurse found the irrigation port on the patient's bed, and the suction catheter was immediately replaced for a new one with no patient injury. Additional information received on 09-may-2018 stated that the nurse found it when she saw it on the patient's bed. The ventilator alarm did not go off. This event did not impact the patient and no medical intervention was required.

Manufacturer narrative:
Halyard health received one irrigation port assembly. The returned component does not contain a lot number identification the associated closed suction catheter was not received. No product packaging was received. The irrigation port was examined under ambient light conditions. No visible defect or damage was observed. The irrigation elbow was examined under magnification. No cracks, breaks or obvious defects were observed. The root cause of the reported defect is attributed to inappropriate use of the product by the customer due to probable device manipulation by the user. .all information reasonably known as of 08-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Halyard health received one irrigation port assembly. The returned component does not contain a lot number identification the associated closed suction catheter was not received. No product packaging was received. The irrigation port was examined under ambient light conditions. No visible defect or damage was observed. The irrigation elbow was examined under magnification. No cracks, breaks or obvious defects were observed. The root cause of the reported defect is attributed to inappropriate use of the product by the customer due to probable device manipulation by the user. .all information reasonably known as of 08-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).